Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. There were no visual or functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open anterior resection of the rectum procedure. The surgeon started the first firing, however, did not staple at all. Then sewed the tissue manually instead of using the stapling device. After the procedure, fired the device for a trial and the stapling was successful. The surgical time was extended by less than thirty minutes. There was no patient harm.